Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacing defective display on monitor. Calibrated and safety tested to factory's specifications.

Event description:
Customer reported passport 2 monitor has no display, which may have affected patient monitoring. No patient injury was reported.